Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and functional stress testing of the device. Review of the activity log indicated the device functioned per specifications. The r series pacer function does not activate based on the heart rate shown on the display. The pacer activates based on a time interval set by the ppm setting. If the r series does not detect an r wave within the set time frame it will send a pacer pulse. It was determined the device operated as intended. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacing did not operate properly. This is all the information available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.